Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at cement to implant interface. Depuy cement was used. It was also reported that following the initial surgery the patient reports falling and the knee continue to hurt. This patient is on the large side. It did not take much effort to remove the tibial tray. It came out and there was only a small dot of cement on the under surface of the tray and no cement on the keel. The rest of the revision proceeded without any further incidents. Doi: (B)(6) 2015; dor: (B)(6) 2018 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 0 non-conformance's on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report, however it does not relate to implant loosening. Total for lot number: 2 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 8 by product family: 25 (5x depuy cmw 1, 8x depuy cmw 2, 5x depuy cmw 3, 7x endurance). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.